Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on it's own anomaly noted. The insulin pump received with cracked case at display window corners. The insulin pump received with minor scratches on lcd window.

Event description:
Customer reported that none of the buttons on the insulin pump are responding and that the insulin pump stays in status screen. Customer reinserted the battery and the insulin pump alarmed button error. Customer's current blood glucose reading is 115 mg/dl. No further information reported.